Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and failed due to receiver moisture damage. A receiver boot test was performed and failed due to receiver moisture damage. Functional tests were not performed due to the receiver moisture damage. An internal visual inspection was performed failed due to water damage. The receiver log was not downloaded for review due to the receiver moisture damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. It was indicated that the receiver was exposed to moisture, which is misuse of the device.

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. A receiver charge was performed and failed due to receiver moisture damage. A receiver boot test was performed and failed due to receiver moisture damage. Functional tests were not performed due to the receiver moisture damage. An internal visual inspection was performed failed due to water damage. The receiver log was not downloaded for review due to the receiver moisture damage. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported. It was indicated that the receiver was exposed to moisture, which is misuse of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).